Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 27, 2019, the patient underwent revision surgery for the removal of retrograde/antegrade femoral nail (rafn) from femur due to nonunion. Originally, the rafn nail and four (4) locking screws was implanted on (B)(6) 2018. The patient was reamed and a larger nail was inserted. All hardware were intact. There was no surgical delay and the procedure was successfully completed. Patient status is stable. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initially reported as june 27, 2019 but should have been july 31, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown locking screw. This is report 5 of 5 for (B)(4).